Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. The endoscope was inspected to verify that it met its specification. Based on the clear signs of wear on the endoscope, such as scratches and scuff marks, it can be assumed that the instrument has been used multiple times. In addition, the distal end and the negative show scratches that indicate exposure to external mechanical forces. Inspection of the interior of the device revealed broken lenses, which prevent image reproduction in accordance with specifications. The damage pattern indicates mechanical overload, such as that caused by an impact or fall. The damages to the product were caused by the customer. The overall complaint was confirmed as the observed condition of the 4k epscp scp,4.0,30,167,mitek would have contributed to the complained device issue. Based on the investigation findings, a definite potential cause could be traced to the user. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (2131797), and no non-conformance was identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4k epscp scp,4.0,30,167,mitek device was broken (2+ pieces) : device fractured and had poor image quality. It was initially reported that before an arthroscopy surgical procedure, it was discovered that the device the device was cracked. Another device was used to complete the surgery. There were no adverse consequences to the patient. All available information has been disclosed.